Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined, but there was the possibility that the reported phenomenon was attributed to the follows. The camera cable was damaged due to the applied forcibly external force such as twisting and/or bent. The subject device was connected to the video system center while the video system center was power-on, consequently the electrical circuit of the subject device was damaged due to the inrush current. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified timing, the endoscopic image of the subject device was not clear. The service department of olympus (B)(4) checked the subject device and found that the reported phenomenon was not duplicated but the image of the subject device was not displayed, also found that the subject device had been repaired by a third party. There was no report of patient injury associated with this event.